Event description:
Note: this report pertains to one of three events that occurred during the same procedure. Refer to associated manufacturer report numbers 3005099803-2008-03424 and 3005099803-2008-03427 for a description of the other events. Note: date of the event is unknown. It was reported to boston scientific corporation in 2006 that a one step button peg kit was used in a procedure (patient age, gender and weight are unknown). According to the complainant, the scalpel blade was dull. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed.